Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a user advisory (ua)45 (not at "home" position after power-on/restart) and ua20 (position out of range) message" was confirmed during the functional testing and the archive data review. The cause of the ua45 and ua20 was the drive shaft not being at the "home position." The ua45 and ua20 messages can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, further inspection revealed that the drive shaft could not be rotated due to a failed integrated encoder gearbox, likely attributed to damaged component(s). Upon visual inspection, unrelated to the reported complaint, a hairline crack was noted on the front enclosure across the screw well area, likely attributed to user mishandling or normal wear and tear. The front enclosure was replaced to address the customer's reported complaint. The archive data review indicated multiple ua45 and ua20 messages on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua20 displayed upon powering on, thus, confirming the customer's reported complaint. The damaged integrated encoder gearbox was replaced to address the customer's reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua)45 (not at "home" position after power-on/restart) and ua20 (position out of range) message. Zoll tech support representative instructed the customer to rotate the drive shaft to the home position to clear the ua; however, the drive shaft failed to rotate. No patient involvement.